Event description:
Meter name: ot basic. Strip name: ot basic. Meter code: 8. Strip code: 6. Strip storage: unknown. Symptoms: low blood surgar, faint, sick, nervous. A patient reported they were seen in emergency room. Their meter allegedly was inaccurately erratic. The result on their meter was unknown, customer states when feels high, gets a low reading and when feels low, gets a high reading.. The result on the hospital meter was unknown. The time difference between patient's meter and hospital was unknown. Treatment was unknown. No further information has been reported.